Event description:
It was reported that the patient felt dizziness and uneasiness in the chest whenever the ICD was interrogated. Analysis of the ICD revealed an arc mark on the ICD can, indicating a lead anomaly. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.